Event description:
It was reported that during a percutaneous coronary intervention procedure removal difficulty occurred. The patient presented emergently with cardiac code. The target lesion was located in the diagonal branch. An unspecified stent was successfully placed in the left anterior descending artery (lad) and a kinetix guide wire was advanced to the diagonal branch. The guide wire went between the vessel and the stent and when the physician attempted to remove the device, it was noted that the tip of the guide wire was in a knot. The physician experienced removal difficulty due to the knotted tip. A 1.5x8mm apex balloon was advanced over the wire and positioned between the vessel and the previously placed stent. The physician was then able to successfully remove the guide wire from the patient. The procedure was completed with no patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a kinetix guidewire with no original packaging inside the lumen of an apex balloon catheter. Visual and microscopic inspection revealed the distal tip was in a knot and all components were intact. The guidewire was advanced inside the apex balloon catheter with no difficulty. The kinetix guidewire could not be withdrawn from the apex balloon catheter due to the condition of the distal tip of the kinetix guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)